Manufacturer narrative:
The device has been returned for manufacturer for analysis which is not completed as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
The hcp reported that at pump refill, a volume discrepancy was noted. A rotor study was performed and the rotor did not turn; a catheter study was also performed and was normal. The pump was turned off at that time. The pump contained sufenta 750mcg/ml, baclofen 300mcg/ml, clonidine 400mcg/ml and bupivicaine 34mg/ml. The pump was explanted and replaced with a similar device after and implant duration of 43 months. The patient recovered without sequela.